Event description:
The design of the screw caddy in the modular hand set has the screw heads entirely flat against the caddy so the sleeve cannot grip the screw heads to be able to extract them. The design of the sleeve does not supply sufficient grip to keep the screw firmly attached to the driver.a 10 to 15 minute delay reported due to the difficulty that the surgeon had remaining focsued. No adverse effects to the patient. Screws were successfully implanted.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related to 3025141-2025-00175 and 3025141-2025-001756.